Event description:
The customer reported negatively biased tsh results of citros free thyroid control level 1 on the vitros eci analyzer. Biased results of this magnitude may lead to inappropriate physician action.. No pt resukts wrer reported, and there was no report of pt harm as a result of this event.